Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a white film floating in the water and is experiencing a sore throat and difficulty swallowing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the service center for evaluation. During servicing of the device, multiple two-millimeter foreign substances and fiber-like foreign substances were observed. There were no device failures identified and there is no report of degradation of the device's sound abatement foam. Section h6 and h9 have been updated accordingly. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing a white film floating in the water and is experiencing a sore throat and difficulty swallowing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.